Manufacturer narrative:
The unit was received at the international service center. The technician was unable to duplicate the reported issue. Review of the device diagnostic history log found the presence of multiple error codes suggesting that a spi (serial peripheral interface) bus failure occurred. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. Da (data acquisition) to mc (motor controller) cable needs to be replaced and mc board retention bracket needs to be attached. Customer's estimate approval is awaited to complete repair.

Event description:
The international customer reported that when the unit was turned on, 'machine and proximal pressure sensors failed' was displayed and the unit became inoperative. It was restarted and operated properly and the issue was not duplicated. The issue occurred when biomed turned on the unit prior to use. There was no patient involvement associated with this event.

Manufacturer narrative:
Since spi (serial peripheral interface) bus failure occurred, the report of unit became inoperative was confirmed. Da (data acquisition) to mc (motor controller) cable was replaced and mc board retention bracket was attached to correct the problem. Performed overall check, cleaning, run in test and functional check.